Manufacturer narrative:
Citation: marco hernández-enriquez. Puncture versus surgical cutdown complications of transfemoral aortic valve implantation (from the spanish tavi registry). Am j cardiol. 2016 aug 15;118(4):578-84. Doi: 10.1016/j.amjcard.2016.05.054 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding access complication of transcatheter aortic valve implantation (tavi). All data were collected from multiple centers between 2010 and 2015. The study population included 2,465 patients (predominantly female; mean age 82 years), 1,165 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: stroke, myocardial infarction (mi), bleeding, and vascular complications. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.